Manufacturer narrative:
Initial reporter phone: (B)(6). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. When the catheter was inserted, there was a reversal of blood flow and possible valve injury. The sheath was replaced because of the hemostatic valve failure. No specific information on what section broke/separate is available. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. No picture is available. The sheath was not being used on the patient. No air entered the patient ¿s body; therefore, no blood return was observed, and percutaneous or surgical removal was not required. The product will not be returned. The procedure was completed without patient consequence.

Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record (DHR) was performed for the finished device 00001800 number, and no internal actions related to the complaint were found during the review. Based on the DHR, the h4. Device manufacture date has been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Product complaint #: (B)(4).